Event description:
Very limited information is available. Staff report that the bravo capsule did not deploy. The physician was able to advance the endoscope without difficulty and attempted to deploy the capsule, but it would not release. Another device from the same manufacturer was obtained and a capsule was released without difficulty. There was no harm to the patient. The equipment distribution manager notified the manufacturer and returned the device to them for investigation and analysis.